Event description:
It was reported the epg (external pulse generator) had no output on the ventricular side. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. One diode on the ventricular side of the heart lead flex is shorted. Upper case is broken and lower case is broken and corroded. Battery release, lead flex cover, and battery drawer are broken. Side bail covers, ring cover, three case screws, ring cover screw, side bails and ring are missing. Battery contacts are compressed and corroded. Keyboard is scratched. Battery flex is corroded.